Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed and replaced the image intensifier and performed a beam alignment. He replaced the x-ray tube housing fan and fuse f4. The system operates as intended.

Event description:
The customer reported that the system has poor image quality. No injury to patient was reported.